Event description:
The customer reported via phone call that the insulin pump shut off and reset unexpectedly. The customer did not know the blood glucose reading. She was advised to disconnect from the insulin pump. The insulin pump had been reset to its factory settings. She was advised that the reset alarm may have been caused by manually clearing the insulin pump settings, the device being without power for an extended period of time, or within 5 hours of inserting a battery in a new/replacement device. She stated that these events had not occurred leading up to the alarm. She was unsure whether she had used the clear settings feature in the user settings menu. She stated that the insulin pump kept resetting itself during the priming process. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads, and a loose and protruded drive support disk. All operating currents were within specification and the insulin pump passed the displacement test, self test, and reset error test with no alarms noted.